Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered that the customer attempted repair of the device. It was observed that the labels on the battery well were obstructing proper battery placement. The labels were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.